Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the notification on 06/16/2026, "patient came in for a par procedure with surgeon on (B)(6) 2026. The patient coded in the ICU and we emergently reopened his chest. Upon opening, they found a small hole in the pa patch and unfortunately the patient ultimately passed despite our efforts. We're unclear of whether the patch could have been potentially defective in anyway but due to the circumstance of his passing we're hoping you could help us investigate a little further. We used 2pa patches for this procedure so we can't definitively say which patch was used in that location." Additional information received 06/17/2026 from hospital: ¿from what I could see in the patient¿s chart, it looks like the thaw and rinse procedures were followed for these two grafts.¿ ¿thank you for your help with this matter. Unfortunately, I am not allowed to provide operative notes but can include a summary of the patient. We additionally did not take any photos or videos of the defect. In brief, he was an otherwise healthy teenager with discontinuous pas who underwent multiple surgeries and catheterizations at outside institutions for persistent pa stenoses. He underwent a bilateral pulmonary artery reconstruction at our institution, from which he was recovering very well. Unfortunately, post extubation on pod 1, he underwent a code event in which he hemorrhaged out of his chest tubes, requiring his chest to be re-opened at bedside and massive transfusion. Upon exploration, the surgeons found that "there was approximately a 4 to 5 mm hole in the homograft patch on his right pulmonary artery at the superior distal aspect of the patch". This was able to be repaired, but despite the efforts, the patient expired due to neurologic injury from the downtime.¿